Event description:
The customer's sister called and stated that the customer experienced low blood glucose and required medical assistance by the paramedics. It was stated that the customer gave a bolus prior to the event, but she forgot that she gave that bolus and then she bolused again. Troubleshooting was declined because the low blood glucose event was explained as user error. The reported blood glucose reading was 149 mg/dl during the phone call.